Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 4, the patient underwent orif surgery with vadhp for distal humerus fractures. When inserting the screw in question into the plate, torque could not be applied, and the screw did not lock. The surgeon found it strange and removed the screw and discovered that there were no threads on the screw head. Because the screw was defected, the surgeon used another product with the same size for fixation. The surgery was completed successfully with 30 minutes of delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, h4 corrected: g1 (manufacturing site name) the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1, h4. H3, h6: the product was returned to depuy synthes for evaluation. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Note: following investigation was performed by the supplier. Based on the photos provided for investigation, the screw is missing head threads. The available evidence aligns with the complaints description of the issue. From a manufacturing perspective the complaint is confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l42 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 04.211.042ts, lot # 394l296, manufacturing site: früh verpackungstechnik ag, release to warehouse date: 12 may 2025, expiration date: 01 may 2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.042. Non-sterile lot # 61995p9. Manufacturing site: depuy synthes products, inc. Release to warehouse date: 03 apr 2025. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.